Event description:
During the index procedure three endeavor rapid exchange (rx) drug-eluting stents were implanted, one in the mid lad, one in the mid lcx and the third in the 2nd obtuse marginal. It was reported that a revascularization was carried out in the proximal lcx approximately 24 months post the index procedure with the implantation of three other branded stents. It was reported that one day post the revascularization the patient suffered an mi. Patient was asymptomatic / free of symptoms at the 30 day, 6 months,1 year, 2.5 year and 3 year follow up. The patient had stable angina at the 1.5 year follow up and had developed unstable angina at the 2 year follow up. (Ref MFR # 9612164-2012-00071, 9612164-2012-00072, 9612164-2012-00073).

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).